Manufacturer narrative:
(B)(4). Damaged cartridge, damaged anvil. The analysis results found that one pse60a device was returned with the anvil bent upwards and with an ecr60t cartridge reload present. The cartridge reload was received partially fired 2/3. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the drivers to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. Furthermore the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left video assisted thoracoscopic surgery wedge resection procedure, the doctor fired a black reload on lung tissue. The stapler was slow to fire and stopped at the halfway point with no power for the stapler to complete the firing. The sled on the reload was at the halfway point and all staples were not deployed. The surgeon was advised to reverse the knife blade and release the anvil. Another stapler of the same kind was opened and used to complete the staple line. There were no patient consequences reported.